Event description:
A pump was returned to in-house biomed dept with a report of "turning on and off by itself". The biomed reportedly confirmed the pump turning on and off. It is not known where the pump was being used and no clinical contact was identified. No add'l details are available regarding pt use, medical intervention or if the pump turned off during an infusion. No pt injury reported. No add'l details available.